Event description:
This case was reported by a consumer and described the occurrence of stroke in a male patient who received poligrip (super poligrip ultra fresh denture adhesive cream) for loose dentures. The consumer called with a product question. A physician or other health care professional has not verified this report. In 1994, the pt started poligrip using the product "off and on" about 4 years before the report. In 2003, the patient experienced a severe headache that prompted him to go to the ER and he was diagnosed with a stroke and subsequently hospitalized for 6 weeks. The stroke resolved. In 2004, he experienced a burning and stinging sensation in his mouth that occurred in the afternoon when he used the product in the morning. This cased his taste to be altered in an unspecified way. The outcome of the event is unknown. The consumer refused to provide additional information.

Manufacturer narrative:
Manufacturer's comment: the manufacturer's report number for this case is 9681138-2004-00036. Super poligrip was manufactured by dungarvan, ireland and neither the lot number nor product are available for testing. No corrective actions have been required based on this report.